Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes foreign matter was embedded in the wall of 1 tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes foreign matter was embedded in the wall of 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show black specks in the sidewall of the tube. The investigation indicates that these specks are embedded foreign materials (fm), classified as cosmetic defects. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.